Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged outer layer of the system controller power cable was confirmed via evaluation and customer submitted images. An event log file was downloaded for evaluation and data from the reported event date was reviewed. All of the captured data appeared to show the system controller operating as intended. Photos submitted by the customer revealed a tear in the black power cable. Visual inspection of the returned heartmate 3 system controller (serial number (B)(6) confirmed the damaged. In addition, damaged white and black strain reliefs were found. The system controller was functionally tested and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended. The power cable jacket damage did not affect the controller¿s functionality. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook (rev. G) section 2, entitled ¿how your heart pump works¿, instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a follow-up visit on (B)(6) 2024, the ventricular assist device (vad) coordinator observed a damaged outer layer of the power cable from the system controller. No alarms occurred. The affected controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.